Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Wednesday blood glucose level was 314 mg/dl and yesterday it was 429 mg/dl. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer treated with insulin pump and they declined to troubleshoot for high blood glucose value. The device will not be returned for analysis.